Event description:
It was reported the patient received multiple inappropriate shocks due to an insulation break. The lead was removed and replaced. No further patient complications were reported as a result of this event, and the patient status was reported to be ok following the replacement procedure. Additional information was later received reporting a sudden increase in pacing impedance.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The sprint fidelis lead model is included in a field advisory. Evaluation summary: proximal conductor fractured; full lead returned and analyzed.